Event description:
Asr revision.bi-lateral.left asr xl acetabular system.reason for revision: component loosening.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ r revision, bi-lateral, left asr xl acetabular system, reason for revision: component loosening (acetabular cup). See dint (B)(4) for right hip revision update from injuries board letter received 17th jan 2012: patient name, sex, dob, ltr attached. Update (B)(6): we have been informed by (B)(6) that this patient is deceased. The date of death is (B)(6) 2013. The date of implant and revision have also changed to (B)(6) 2009 and (B)(6) 2011 respectively. I have attached an updated spreadsheet by (B)(6) with the correct details for each hip as there was a mix up of details in the original spreadsheet. I have also brought forward the meddev form from dint (B)(4). Patient is bilateral. Please see com (B)(4) for right hip. Complaint falls out of CAPA. Therefore it is assigned to (B)(6) in investigation. As the manufacturing dates do not match the implant date (i.e. They are after the implant date) for the right hip I have swapped both side's implant dates around to the correct hip. Now the manufacturing dates occur before each implant date and the implant dates more closely match the ones previously given in the dint system. Update (B)(6) 2014 - confirmation received that the implant dates were the wrong way around and that we were correct to switch them. Added lot number, manufacturing and expiry dates to the head.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.